Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019. Customer¿s blood glucose was in the 311 mg/dl at the time of hospitalization. Customer stated they had pain during insertion. Customer reported that they did receive medical treatment as a result of site issue. Customer was using the correct set for their body type. Customer was inserting set properly. Customer was treated with intravenous drip. Customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis. Frn-mmt-332a,unomed mmt-866,snsr-mmt-7020-ozp.